Event description:
Event was reported to caldera medical by an atty. The patient experienced pelvic and lower back pain, urinary problems, dyspareunia, neuromuscular problems, recurrence, vaginal bleeding, and other symptoms as they become apparent. No further info has been provided.